Manufacturer narrative:
The ilesto ICD, linox lead fragments and the solia lead were returned for analysis. Ilesto 5 vr-t promri df-1 the ICD was thoroughly analyzed. During incoming inspection, the device could not be interrogated. Therefore the device was opened and the inner assembly was inspected. Thereby, the electrical module was found damaged due to a shock delivery into an external short circuit. However, further analysis revealed no indication of a material or manufacturing problem. Therefore, it is assumed, that the damage occurred during or after the explantation process. However a determination of the exact time of occurrence was not possible. Linox td 65/16 upon receipt the lead was found cut 13 cm distal to the df-1 connector pin. A proximal and a distal lead fragment were received for analysis. An explantation aid was still inserted in the distal lead fragment. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular the regions 27 cm to 30 cm, 35 cm to 39 cm and 53 cm to 58 cm distal to the df-1 connector pin the insulation was found abraded through. In addition, the vena cava superior shock coil was found completely covered in calcified tissue. These damages are assumed to be the root cause for the clinical observation. Based on the characteristics and location of these damages, it is reasonable to assume that the lead had at several locations been subject to severe mechanical stress in the implanted state. Interaction with atypical tissues, the generator housing or a nearby lead should be taken and into consideration. Further damages like the damaged and retracted is-1 connector pin, the stretched conductor coil of the proximal lead fragment, two cuts into the isolation both 2 cm distal to atrial and ventricular connector pin, cuts into the insulation 30 cm distal to the df-1 connector pin, the deformed ventricular and vena cava superior shock coil and the fractured conductor cable leading to the ring electrode most likely occurred during the extraction procedure. Solia s 60 upon receipt the performance of the lead was scrutinized including a visual, electrical and mechanical inspection. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing processes for ICD and both leads were re-investigated and all production steps were performed accordingly. There were no signs of any inconsistency during the manufacturing processes which may be related to the observed damage characteristics. Particularly the final acceptance test of the ICD proved the device functions to be as specified. There was no indication of a material or manufacturing problem

Event description:
After an implantation period of approx. 127 months, oversensing with inappropriate shocks was observed.